Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump may have had some calibration errors. The customer also reported that she had a sensor that caused some bleeding at the site. The customer stated that there was a recent incident in which she had a blood glucose level below 40 mg/dl, which was treated with juice. Customer reported that the low blood glucose level was due to her bolusing for a meal that she did not eat. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.